Event description:
Alleged the bolts and nuts that secure the siderail to the bed frame are not long enough.

Manufacturer narrative:
Analysis of the returned part indicates the siderail had missing e-rings.